Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The device was reprogrammed to vvi 45 and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, there is no plans for lead replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.